Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown may have played in this reported outcome. Other factors, such as the prior history of decay, may have contributed to the need for root canal therapy.

Event description:
On september 28, 2016, a dental professional reported the case of a (B)(6) male patient who required root canal therapy on tooth #30. This tooth had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2014, due to recurrent decay. The lava ultimate crown is reported to have debonded on (B)(6) 2015, and (B)(6) 2016, and in both instances, it was re-cemented. An abscess occurred in (B)(6) of 2016 leading to root canal therapy on (B)(6) 2016.